Manufacturer narrative:
It was initially rpt'd by the abbott france affiliate that this device would be available for testing. They have since informed co that the device is not being returned for MFR testing. The frequency of death or serious injury rpt's for code 102 (overdelivery) for the lifecare pca product line is 2.46/million sets.

Event description:
Overdelivery reported by affiliate. Report states: "the pump has delivered in five hrs the volume expected for 24 hrs without any consequence for the pt. The syringe utilized did not conform to the supplier accommodations." Further info indicates use of a braun 30 ml luer lock syringe. This is not the correct type of syringe for this device, and use of this syringe is not approved. The device settings were not available.